Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released meeting all quality standard requirements. A sample without the original package or lot number was received at the plant for the investigation. After performing a visual inspection, the reported condition by the customer was not confirmed. The product was not observed to be leaking or occluded but the connector was found to be detached. The customer was contacted and has since confirmed that they did observe the detachment but did not report this malfunction to us. The analysis concluded that the main root cause of the detached component was a workmanship issue. The condition is generated when an operator fails to complete an assembly or fails to follow the predetermined process steps to assure a complete assembly. The root cause for the leak and occlusion could not be determined as these reported issues could not be confirmed. Changes have been made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have better control of the process assembly by implementing a new solvent dispenser for a better handling of the solvent. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the y-shaped joint on the feed tube was leaking during irrigation and was occluded. There was no harm to the patient.